Event description:
This follow up report is being submitted due to image review added to the investigation. The dr. Accessed the left groin, went up and over the bifurcation to the right leg. The patient had a lesion in the mid sfa on the right leg. A 7 fr ansel sheath, 55 cm long was used. Put a distal embolization protective device down, nav6 bare 014, tried to use extreme up and over but would not go into the sfa. An export catheter for manual aspiration was used. Pre dilated the lesion with a non cook balloon. The zisv6-35-125-6-120-ptx was used and when they got to the lesion and ready to deploy the dr. Started to turn the thumb wheel when he noticed it was difficult to turn, continued to try to crank the turn when only 1 cm of the stent came out and then it stopped. The dr. Kept turning the wheel but nothing else would deploy. He opened the back handle of the device to see if there was any way he could get the stent to come off and it would not. Pulled the entire stent delivery system up to the sheath and it would not go inside the sheath. The dr. Pulled until part of the stent broke off and remained in the patient. The rest of delivery system was pulled out. The dr. Used a zilver 6x40 ptx and stented the broken off stent against the wall. The dr. Went back in and treated the sfa lesion with 2 more pta stents. The patient is fine with no complications.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4) PMA/510(k) # p100022/s014 the zisv6-35-125-6-120-ptx device of lot number c1391639 involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was conducted. Images of the complaint device were provided by the customer. The images were reviewed by an engineer, who determined that the images appeared to show the stent retraction wire was separated from the stent retraction sheath. The district manager stated that they returned the complaint device. However, the location of the complaint device is unknown.the investigation will be updated if the device is located and evaluated. The images of the device provided by the customer show that the device handle was disassembled, and that there is a fractured portion of the stent still loaded on the delivery system. Possible causes for this occurrence include the steep bifurcation, or the use of a non-recommended wire guide. The difficult anatomy could have created resistance during deployment, which could have caused or contributed to the retraction wire separating from the stent retraction sheath, and the failure to deploy the stent. The non-recommended wire guide could have provided insufficient support during deployment. However, as the complaint device has not been returned, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It can be noted that as per the product instructions for use (ifu0118-2): precautions: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment and removal in order to ensure adequate support of the system¿ ¿do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device.¿ it may be noted that the failure mode of "retraction wire separates from stent retraction sheath - user error" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. There is no evidence to suggest that this incident did not occur. Complaint is confirmed based on the customer¿s testimony and the images provided according to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. The risk was determined to be low (category iii). Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1391639 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. Images of the complaint device were provided by the customer. It has been confirmed that the complaint device is still with the customer and is pending return. The investigation will be updated once the device has been returned and the images evaluated. From customer testimony, it is known that the complaint device was advanced over a nav 6 bare filter wire guide, of 0.014¿ diameter. The wire guide was used previously, but it is not known if the wire was wiped between uses. The customer provided additional information. The patient had previously implanted bilateral iliac stents, which would constitute a steep bifurcation/tortuous anatomy. Predilation was conducted with a non-cook balloon, prior to the attempted stent deployment. According to information provided, the thumbwheel did not work as intended. The stent was partially deployed and the physician attempted to remove the delivery system, which resulted in stent fracture. There is no evidence to suggest that this incident did not occur. Complaint is confirmed based on the customer¿s testimony. Possible causes for this occurrence include the steep bifurcation, or the use of a non-recommended wire guide. The difficult anatomy could have created resistance during deployment, which could have caused or contributed to the failure to deploy the stent. The non-recommended wire guide could have provided insufficient support during deployment. However, as the complaint device has not yet been returned, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It can be noted that as per the product instructions for use: precautions: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment and removal in order to ensure adequate support of the system¿ ¿do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1391639. It may be noted that the failure mode of "deployment difficult" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. According to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The dr. Accessed the left groin, went up and over the bifurcation to the right leg. The patient had a lesion in the mid sfa on the right leg. A 7 fr ansel sheath, 55 cm long was used. Put a distal embolization protective device down, nav6 bare 014, tried to use extreme up and over but would not go into the sfa. An export catheter for manual aspiration was used. Pre dilated the lesion with a non cook balloon. The zisv6-35-125-6-120-ptx was used and when they got to the lesion and ready to deploy the dr. Started to turn the thumb wheel when he noticed it was difficult to turn, continued to try to crank the turn when only 1 cm of the stent came out and then it stopped. The dr. Kept turning the wheel but nothing else would deploy. He opened the back handle of the device to see if there was any way he could get the stent to come off and it would not. Pulled the entire stent delivery system up to the sheath and it would not go inside the sheath. The dr. Pulled until part of the stent broke off and remained in the patient. The rest of delivery system was pulled out. The dr. Used a zilver 6x40 ptx and stented the broken off stent against the wall. The dr. Went back in and treated the sfa lesion with 2 more pta stents. The patient is fine with no complications.